Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 50s mg/dl). Food and soda were consumed to address bg. Customer and healthcare provider were in the process of adjusting pump settings and was reported to be cause of low bg.